Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was unable to be replicated as no spacer was returned with the instrument. The implant holder was assembled and found to function as intended. As no defects or deficiencies were identified that would impact device functionality, the complaint is unconfirmed. No definitive root cause was able to be determined as the complaint condition was unable to be replicated. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The opal implant holder with pistol grip is noted in the opal spacer system technique guide where it is one of two options for implant insertion. In order to attach an opal spacer to the holder, the knob at the proximal end must be rotated counter-clockwise to open the jaws, after which the jaws can be seated against the implant. Finally, the knob can be tightened (clockwise) to secure the implant. Insertion occurs with light impaction and, once the implant is in the correct position, the knob is rotated counter-clockwise to release the implant. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level, knob assembly, and sleeve assembly. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. No definitive root cause was able to be determined as the complaint condition was unable to be replicated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4) used to capture the bleed and medical intervention needed to stop it. Part 03.803.002, lot 7763491: release to warehouse date: december 16, 2014. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016 the surgeon added levels from t-10 to pelvis with expedium and performed transforaminal lumbar inter-body fusion (tlif) at l2-l3. During the surgery the surgeon placed the opal revolve spacer in the disc space at l2-3. When an x-ray was taken, it was noticed that the cage was advanced too far forward. When the surgeon attempted to pull the cage back, the opal implant holder came off of the cage without it being released from the inserter from the cage. The surgeon was able to reattach the holder and pull the cage back; however, the patient experienced a bleed and the patient needed to be flipped to stop the bleed and surgical intervention was needed to stop the bleeding. The surgeon took the cage out and placed the opal spacer from the anterior side of the patient. The patient was then flipped again and the surgeon continued with the rest of the case. There was a surgical delay caused due to reported event; the amount of the time of the surgical delay is unknown. The surgery was completed successfully. The patient status was reported as stable. Post-operative hardware removal was due to levels above the existing fusion (l3-l5) being unstable and the patient had very bad radiculopathy. This is being captured in linked complaint (B)(4). Concomitant device reported: opal revolve spacer, 10x28mm, 13mm height (part 08.803.133, lot unknown, quantity 1) this is report 1 of 1 for (B)(4).